Event description:
Following an exploratory laparatomy - bowel obstruction, the doctor made several attempts to remove one of the catheters and on the last attempt the catheter broke outside the patient; the segment remaining in the patient was appropriately 10 cm. While attempting to remove the remaining segment it broke inside the patient. The patient is scheduled to have the catheter segment removed in october, 2005 (there has been no specific date set in october.)